Event description:
It was reported that the ventilator did not deliver the set o2 concentration. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and the air gas module were replaced and returned for investigation. The reported o2 concentration high alarms were reproduced during test of the returned gas modules in a reference ventilator. The oxygen gas module was found to be oscillating in the reference ventilator and in the production test system for gas modules. The oscillations were caused by a faulty nozzle unit. The air gas module was working as expected. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The received device log confirms the reported problem. We could not determine why the nozzle unit failed. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).